Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and the dilator was returned for product evaluation. Visual inspection revealed no damage was observed on sheath or dilator. The dilator distal tip did not have any damage or occlusions. Functional testing was performed. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. Air bubbles were observed. A dilator for investigative purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were detected for 30 seconds. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was observed at the center of the crosscut valve. No gross anomalies or damage was seen at the sheath inner lumen hub. The distal tip of the dilator did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of the catheters used in conjunction with the glidesheath slender may have contributed to the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 111880-2019-00228.

Event description:
The user facility reported that the glidesheath slender sheaths were leaking from the valve. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc's. Additional information was received on 07aug2019. The two sheaths were used in the same case. Additional information was received on 09aug2019. The type of procedure that was being performed was a radial heart catheterization.